Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® push button blood collection set had tubing split during aspiration causing blood splatter, there was no mucosal membrane exposure reported. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated & tested and the customer's indicated failure mode for tubing damage leading to leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode for tubing damage leading to leakage with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that a bd vacutainer push button blood collection set had tubing split during aspiration causing blood splatter, there was no mucosal membrane exposure reported. There was no report of serious injury or medical intervention.